Event description:
Robotic monopolar curved scissors were not working properly during the procedure. When removed and assessed the wheels on device spun inappropriately and a wire was found to be sticking out of the instrument. There was no harm to the patient.